Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was no light emitting diode (led) on pyxie bus module board for drawer 4.2. A field service engineer (fse) followed a knowledge article "fstka - how to field test enhanced fh and hh cubie drawer controllers" and replaced both controller boards. In preventative maintenance fse inspected the remaining hardware, made necessary adjustments, and aligned multiple rear chassis components. The battery was replaced due to age, as it had been installed in the unit for over five years. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station had failed storage space and displayed an error as not detected on the bus. The customer stated that this malfunction occurred while dispensing medication to patients and caused delay in patient care. However, there were no adverse events or injuries reported based on this event.